Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received january 31, 2020 with lot number 1256885. Visual analysis of the returned device identified: creases and one curved opening. Leak test and microscopic analysis was performed which identified: one opening sharp. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one sharp opening assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: b2, b5, d7, d10, g1, h3. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported left side deflation. Device remains implanted.